Event description:
It was reported that the user received an expired infusion set alert and proceeded to change only the cartridge while remaining connected to the infusion set and tubing, then filled the tubing and confirmed drops while still connected, after which blood glucose decreased from 81mg/dl to 50 mg/dl. Symptoms included hypoglycemia. Outcomes included treatment with oral glucose and return to target range, with no hospitalization. Investigation included troubleshooting and education regarding correct supply change procedures. Investigation of this case revealed user error during cartridge change and tubing fill while connected, which likely delivered unintended insulin and led to low glucose; the user reported understanding what went wrong. It was concluded, based on previously established findings for similar reports, that the cause was user error.